Event description:
Medtronic physio-control is investigating a report that, during a product evaluation, the electrode pouch did not tear open properly when removed from the device and the electrodes could not be removed from the pouch without additional effort. There have been no occurrences of the reported event related to pt use.